Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary according to the information provided, it was reported that during a shoulder arthroscopy while using a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece, suction was blocked before the electrode was in-sito. The device was received for evaluation. Visual inspection revealed that the cable and the connector are in good condition as well as the pins. The tip shows signs of activation. The device was sent to the manufacturer for further evaluation. Manufacturer evaluation result for vapr coolpulse90 electrode: device was not returned in the original packaging. Device appears in a used condition with tissue in and around the active tip. Residue visible in suction tube. No visible damage to the handle, cable or plug on either device. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted using vapr vue generator (gml4854/2); the flow rate test failed. Manufacturer summary: the customer claimed that the device suction was blocked before use. From our investigation we're able to confirm the customer reported suction issue with the returned electrode. The blockage was found at the proximal end of the active suction tube and was caused by uv glue. The failure mode seen has been caused by uv glue within the active suction tube and is consistent with other complaint devices investigated under CAPA. The severity risk category is ¿minor¿- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is ¿minor¿ and ¿frequent¿ and rated as low as reasonably achievable (alra). A review of our complaint records over the last 12 months to assess the frequency for this failure mode shows this defect to be of low occurrence and is as anticipated in the risk analysis. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document. A manufacturing record evaluation was performed for the finished device u2008009 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that the suction on the vapr coolpulse 90 electrode, 90° suction w/integrated handpiece device was blocked before the electrode was in-situ. The same device was used to complete the procedure but there was a delay of four minutes. There were no adverse patient consequences reported. No additional information was provided.